Manufacturer narrative:
During testing, no unexpected program alarm anomaly or unexpected restart alarm was noted. Unit passed the unexpected restart error test and self-test. No audio/beep anomaly noted. Unit received with cracked endcap. Unable to perform, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test due to physical damage to case. Unit received with moisture damage on electronic assembly. Also moisture damaged motor during visual inspection. Unit had minor scratched lcd window, cracked case at display window corner, cracked reservoir tube lip and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call to have received excessive unexpected restart alarms and program alarm anomaly. Customer's blood glucose was 290 mg/dl. Customer also reported that insulin pump had a constant tone. Batteries were changed and issue continued. Customer was advised that insulin pump would need to be replaced.